Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3: the exact event date was not available; therefore, the date 04/01/2025 was used as an estimate.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that the pump appears to have migrated upside down, positioned high and to the far right, pressing against his testicle and the base of his penis, which causes discomfort. He also mentioned that the tubing feels redundant and contributes to the discomfort. The patient has an appointment for a second opinion scheduled; however, patient service specialist advised him to contact his current physician or visit the emergency room if the condition worsens. The device remains implanted, and no additional complications have been reported.